Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned catheter. Slight compression of the catheter was observed from the 4 cm depth marker to the 6 cm depth marker. A functional test of attempting to pressurize the catheter with water revealed a small leak at the 3 cm depth marker. A microscopic observation of the split in the catheter shaft showed a diagonal split with sharp fracture edges. The split was observed to have a granular fracture surface. No kinking was observed at the split site. The root cause of this failure could not be determined; however, the characteristics of the damage observed suggest catheter contact with an instrument causing damage and splitting of the catheter shaft may have contributed to this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient was undergoing CT and received high-flow contrast. In connection with this, a hole was drilled in his piccline. The hole occurred in the part of the tube that was "outside the body". The patient received liquid contrast on his arm and also on his chest. The patient has no known residual injuries due to this. The patient was admitted (B)(6) 2025. The PICC line was stabilized with a securacath.